Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had underwent posterior lumbar interbody fusion at l4-l5. On an unknown date, post-op, the patient complained of lower back pain. It was confirmed by the MRI image that brightness changed at upper l5 level; and it was suspected that the patient had infection as he had a crp value of 6.8. L4-l5 intervertebral infection was suspected. Hence, the patient underwent a revision surgery, in which the two cages at l4-l5 level were removed; and iliac bone grafting was performed from the anterior side. According to the healthcare professional, it cannot be determined whether the infection was caused by the cages or not.